Manufacturer narrative:
Stryker observed the codes in the device's memory, but could not duplicate the codes. The codes were cleared and did not return. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the issue could not be conclusively determined.

Event description:
During routine preventative maintenance testing by stryker, the device exhibited an event code in the memory which is related to a potential issue of the device to deliver energy there was no report of patient use associated to the reported event.